Event description:
During routine testing of the device at the service center, the user reported the latch on the "pcmcia" card door was broken. No other details regarding the nature of the event were provided. The monitor was originally returned for screen locking up. Since the event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.